Manufacturer narrative:
Device evaluation: returned device was received for evaluation. During the evaluation of the device it was found that the device has a damaged smc elbow connector. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer had out of box failure ; pressure chamber is not working properly. No patient involvement. After the device was investigated it was determined that the device had a damaged smc elbow connector. The product family hazard analysis indicates that the device in the reported incident is related to a hazardous situation and would likely cause or contribute to a death or serious injury if the malfunction were to recur.